Event description:
It was reported that during a lap anterior resection procedure, the instrument wasn't working very well-wasn't cutting and coagulating properly. Instrument and handpiece were getting very hot. Eventually instrument changed and no other problems occurred. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.